Manufacturer narrative:
D10: information was entered erroneously; there are no changes from the initial report. The returned screw was examined. The device showed signs of disassembly as was described to have happened during the revision surgery. No other signs of damage were present to provide insight to the cause of the pain which lead to the revision surgery. A review of the DHR did not find any issues which would have contributed to this event. The device's labeling notes that post-operative pain and additional surgeries are known possible adverse effects associated with the device.

Event description:
It was reported that the patient underwent a revision surgery to remove a pedicle screw secondary to post operative pain. There were no specific device malfunctions reported. There were no additional reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the patient underwent a revision surgery to remove a pedicle screw secondary to post operative pain. There were no specific device malfunctions reported. There were no additional reported patient impacts.